Event description:
This male patient was presented to the interventional lab for an angioplasty and stenting procedure of a lesion that was located in the common and external iliac artery. The vessel was described as heavily calcified and tortuous with a 90% stenosis. There was no information as to where the physician made access to the patient. The information states that after pre-dilating the lesion, the physician tried to deliver the stent delivery system (sds) by using a contralateral femoral approach. After the device passed the bifurcation, he felt friction when a advancing the sds, so he withdrew the system. When the physician inspected the system following withdraw, he noticed that the stent on the sds had partially deployed about 2-3mm. The physician attempted to place another stent but this system would not cross the lesion. The physician aborted the procedure at this time. There was no reported injury to the patient.